Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported downstream occlusion was verified through a review of the event history log; however, it is unable to be determined from the log alone if the alarms are a result of a malfunction, or normal pump operation. The device was found within specification in relation to the reported downstream occlusion. The evaluation was unable to reproduce the reported symptom. The device was tested and found to accurately detect an occlusion at low, medium, and high pressure settings. No probable cause could be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no patient involvement. No additional information is available.